Event description:
It was reported that the patient underwent a left total hip arthroplasty in 1998. Subsequently, patient was revised on (B)(6) 2015 due to osteolysis and pain. The stem, modular head and liner were removed and replaced with a competitor head and stem and a biomet liner.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Brand name. Product / lot code / expiration date . Date of implant- 1998. PMA/510(k) number. Manufacture date. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "intraoperative or postoperative bone fracture and/or postoperative pain." And "material sensitivity reactions. "